Event description:
Complainant alleged that while attempting to cardiovert a pt (age and gender unknown), the device was unable to sync. The clinician was able to obtain another device to treat the pt. There was no adverse effect to the pt as a result of the reported malfunction.